Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider found the pressure regulator was defective.

Event description:
It was reported that during maintenance the ventilator generated an abnormal noise during circuit check. There was no patient involvement.

Manufacturer narrative:
A pressure regulator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A non-medtronic service provider replaced the pressure regulator and the ventilator was returned to the customer.